Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call to technical services placed on 4/28/2014, stated that this is a fractured lead and non functioning. The physician was dr. (B)(6) at (B)(6) center in (B)(6), nc. No other information is available. A procedure form was received in medical records indicating that this lead was capped on (B)(6) 2014. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).